Event description:
During a hemorroidectomy procedure, the physician fired the instrument but ther instrument did not staple the entire circumference. Another device was used to complete the surgery. No patient consequence occurred.